Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in severely tortuous and severely calcified iliac artery. A 6.0mm 40mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation before reaching the nominal pressure, the balloon was ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.